Event description:
On (B)(6) 2010, pt reported approx 6 months ago, she was hospitalized due to a low blood glucose reading. Pt stated her mother found her passed out and she was taken to the hosp. Pt reported her blood glucose reading at the hosp was 18 mg/dl; treatment received was not provided. Pt's normal blood glucose range is 140-200 mg/dl. Pt stated, she has not been on the infusion device since this hospitalization approx 6 months ago. Pt declined offer of a replacement infusion device. Pt reported, her doctor does not want her to be on an insulin infusion device. Requested return of the alleged infusion device for evaluation.